Event description:
The customer was riding her scooter on a flat sidewalk when the accident occurred. The drive train failed and the customer states that she could not stop the unit and it continued to accelerate. She went off the sidewalk, into the street and ran into the curb across the street, the customer was thrown from the scooter and suffered a broken toe and a large open wound to the toe requiring stitches. She rec'd treatment and subsequent physical therapy for the injuries.